Event description:
On jul 11 2008, abbott spine became aware of the following event as a result of a clinical study. In 2004, the patient underwent a l4-s1 procedure. On an unknown date, after post op the patient experienced a mild ileus and anemia requiring post transfusion with packed red blood cells. In the same month, the mild ileus resolved. It was unknown if the anemia had resolved. The reporting physician believes that the pathfinder pedicle screw system was not related to the ileus.

Manufacturer narrative:
No device will be returned. The event was communicated as a result of a clinical study.